Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated radiofrequency ablation (rfa) procedure on (B)(6) 2021. The patient did not put the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
Corrected data: h7-remedial action initiated, check type. H10 - additional narrative data: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.